Event description:
It was reported that guide wire tip detachment occurred and the procedure was canceled. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). The left sfa was intervened with a non-boston scientific directional arethrectomy device and the physician proceeded to pull the whole system out after the cutter and nosecone of the device got stuck in the sheath and would not remove. A 300cm, 8cm v-18 control wire was introduced into the vessel to hold placement and quickly started inserting a 7f sheath. As the physician pushed on the sheath, the wire jumped forward and the tip detached and left stuck in the left common femoral artery and physician aborted the procedure. The physician decide to call an ambulance to proceed the patient to a surgery to remove the detached tip of the wire. The patient was stable before getting into the ambulance for transport.